Manufacturer narrative:
All buttons function properly. However, insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. No blank display or display anomaly noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 78 mg/dl at time of reporting. Nothing further reported.